Event description:
It was reported that customer experienced an issue where her pump failed to recognize the insulin in the cartridge, repeatedly prompting her to refill it, despite having filled it to 250 units. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to reach customer through follow-up calls and emails; however, no contact was made, and the case was eventually closed.